Event description:
It has been reported by a mitek sales rep that during a shoulder repair a portion of the ceramic tip of a mitek side effect electrode broke off in the pt. The fragment was removed and there was no adverse effect to the pt.